Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was complaining of pain to neurostimulator. They first described it as hot pain sensation while recharging, but after speaking to the patient, his wife, and daughter, the patient also feels pain outside of charging now (when sleeping). The patient and neurosurgeon and considering testing the new wireless recharger to see if the issue will dissipate. The patient stated he lost weight (possibly about 100 lbs.) After he had the deep brain stimulation (dbs) implanted. The patient has also been seen by a cardiovascular surgeon for heart issues and not sure if any heart surgery was done. The implantable neurostimulator (ins) is located on his left chest. There are no other known issues. It was recommended placing a towel between the recharger antenna and his skin while recharging to help decrease the heat/pain/discomfort. An x-ray was ordered and the neurosurgeon did not see anything unusual with the implants/connections. Due to covid-19, it has been difficult for the patient to be seen in person at the clinic and mostly doing virtual telemed appointments. The patient is trying to get an appointment at the clinic to check impedances. Additional information was received from a manufacturer representative (rep) on 2020-aug-18 reporting per family, the heart issue is not caused by/related to the dbs device. Impedances was performed on (B)(6) 2020, were within normal limits and no issues found. Placing a towel between the recharger antenna and skin and replacing the external equipments (recharger/antenna) did not resolve the issue. It did not seem to be related to the external equipment. The patient stated the pain is heating, but also feels pain when sleeping, so it is not all or totally the heating while recharging. The cause is unknown and the issue is not resolved. They tired the demo new wireless recharger in the clinic and the patient stated it did not cause the heating that the recharger did. They do not know how to get the new recharger for the patient to use as a replacement and are seeking opportunity to procure wireless charging system.